Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for clip jumpiness and lock line break could not be determined in this complaint. The reported difficult to open or close (clip open and close ¿ inability) was an outcome of the reported lock line break. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for broken lock line and clip jumping open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4. During preparation of the clip delivery system (cds), when establishing final arm angle (efaa) testing was performed, the device was unlocked. An attempt was made to open the clip. The clip jumped open and would not close or open. It was noted that the lock line broke. The device was not used and there was no patient involvement. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.